Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was confirmed. The power does not turn on; due to printed circuit board failure. In addition, the following non-reportable malfunctions were found during device evaluation: rear panel crack. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the high definition lcd monitor power does not turn on, disconnection during inspection for use for a diagnostic procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.